Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment. The cursor on the screen didn't react anymore. A test stylus was tried with the same result. A test bezel and a new micro processor unit (mpu) board were tried, but with the same result. The cursor didn't react. System errors were found in the files. No further anomalies/problems were observed or found. The programmer worked normally without any problems. The paper drawer was nearly empty. The front latch base frame keyboard was broken. A new software installation was done to solve the cursor/stylus problem, paper was added, base frame keyboard was replaced, the touchscreen was calibrated according to procedure, software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with the programmers pen calibration even when the pen was changed out and calibration was attempted. The programmer was returned for service. There was no patient involvement.